Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated by zoll manufacturing corporation. The reported problem (resets) was investigated. The evaluation included incoming functional testing and a review of downloaded software flag files. Upon receipt the device passed all functionality testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry of the monitor. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150 j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files confirmed that the monitor reset after delivering a pulse during testing at the distributor. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors that may intermittently propagate on the main battery wire on the monitor c/a board. Code 17 evaluation conclusion: there is no indication that the monitor reset during pulse delivery in the field. There is no adverse event or death associated with the device malfunction.

Event description:
On (B)(6)2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2016. Acknowledgement 1 and 2 were received, and a passing acknowledgement 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.